Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a failed hardware icon at the top of the screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failed hardware icon displayed at the top of the screen. A technical support specialist confirmed that the field service engineer resolved the problem through adjustments in configuration. The system functioned as intended after the field service engineer troubleshot the device.